Manufacturer narrative:
Visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The other haptic was torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated, a cq2015a aspheric collamer three piece lens was torn during loading, but was not noticed until the surgeon was inserting the lens. There was pt contact but no injury. The reporter stated, the cause of the torn lens was due to a loading error.